Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.

Event description:
Email from hospital biomed: hello (B)(6) this is (B)(6) at (B)(6) in (B)(6), and I have ran into a problem with one of my g5's. The g5 in question has the s/n (B)(6) and it failed in use while on a patient. While it was in use the screen went black and it turned back on three tech faults popped up on the screen cycling through these three faults. Tf 5509, 2414, and 9907. When I tried to test this out myself when I turned the vent on it opened up in watchdog mode while showing those three tf. Going off of what the codes said, and talking to (B)(6) I believe there was a communication issues between the expiratory, or the inspiratory section on the vent. I am wondering if that is the problem and if so how should I fix it. If that is not the issue what could the issue be and how can I figure it out. Thank you for your time and I look forward to hearing back from you. (B)(6) event logs will be forwarded in a separate email.